Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained right ventricular oversensing episodes were noted on the implantable cardioverter defibrillator. Review of the episodes revealed myopotential oversensing due to enlargement of the myopotential signals. The patient was brought into the clinic on (B)(6) 2018. Oversensing could not be reproduced with isometrics, some oversensing came through when the patient leaned over. Patient stated that he had chronic cough, otherwise was asymptomatic. Oversensing could not be reproduced with cough either. The device was reprogrammed. The patient will continue to be monitored.